Event description:
Physician reported implant rupture. Device has been explanted and replaced. This relates to the right side

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d4, h6.

Manufacturer narrative:
Clarification to d6a implant date: partial implant date was provided as "2015". However, the device was manufactured on 11/jun/2015. Partial date of 1/jan/2015 has been removed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broke device assessed as fold flaw opening. ¿ rupture: observed missing piece of shell assessed as inconclusive. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported implant rupture. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Device has been explanted and replaced. This relates to the right side.

Event description:
Physician reported implant rupture. Device has been explanted and replaced. This relates to the right side.